Event description:
It was reported that while attempting to place the swan-ganz catheter, it would not give accurate readings or numbers before inserting. The swan-ganz would give a flat line with a reading of 60 to 70 and would not show any waveform. A new swan-ganz catheter was used, and it performed as expected with no issues. No allegation of patient injury was reported.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Additional d2b. Device product codes: kra, dqe, dqo. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through a balloon inspection process. The device history record review was completed and all manufacturing inspections passed with no non conformances.